Event description:
New information received notes that noise oversensing noted on the right ventricular lead.

Event description:
Related manufacturer reference number:2017865-2023-39265. It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's pacemaker and right ventricular (rv) lead exhibited noise. Programming changes were made. There were no patient consequences.